Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump alarmed no delivery. Customer attempted to deliver insulin for their evening meal. The insulin pump alarmed while the customer was eating their meal. Customer blood glucose was 177 mg/dl. Troubleshooting was performed and it was determined the alarm was caused due to an occlusion in the reservoir or infusion set. The insulin pump was working as designed. The customer is not returning the reservoir for analysis.